Event description:
It was reported that they were doing an emergency lap surgery. They were using adapter from the rigid scope to the fiber optic cable. Those adapters only have two threads on them and the fibert optic cable came undone and fell on the draping for the case and caught fire. They are asking to have these three items (scope, image1s, and cable) evaluated to make sure there are no heat, smoke, or other damaged through them. No negative impact in state of health reported. Product 2 concomitant device filed under internal complaint ID (B)(4). Product 3 concomitant device filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference interal complaint ID (B)(4). Cross reference interal complaint ID (B)(4).